Event description:
It was reported that cartridge alarm 30 occurred with pump and that issue did not happen during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully load cartridge, resume insulin therapy, and was not reporting a current issue, so case was created for documentation purposes only.